Event description:
Complaint received from facility cns intern. Customer reports that the tubing to female luer connection separated during patient use. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.